Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes: 23.1 mmol/l, 6.8 mmol/l and 3.4 mmol/l. No symptoms reported. The customer ate a slice of bread and felt fine for the remainder of the day. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.